Event description:
The pump was returned for disposal only. No clinical or device info was provided. The pt died the date of device implant per social security admin death file (noted in device tracking). The pump was used to deliver dilaudid, bupivacaine, and droperidol. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function.